Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The target lesion was located in the ramus artery. The 2.50x12mm promus element plus stent was advanced to the lesion but was not able to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the distal end. Struts on the most distal row had been raised and bent proximally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were noted during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).